Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an alert for extended charge time was received. Device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported field event of extended charge time was not confirmed in the laboratory. No indication of extended charge time was noted on the device image or the programmer printouts. The device was tested on the bench and using automated test equipment, and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis, and no anomaly was found.